Event description:
Rptr had breast implants placed 2/78. She had a total of 3 breast surgeries on the left and 2 on the right. She had numbness in the surgical area bilaterlly and left hematoma. The left implant ruptured. She c/o high blood pressure, peripheral neuropathy, demyelinating neuropathy, carpal tunnel syndrome, motor neuron disease, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, organic brain syndrome, chest/rib cage: pain &/or burning sensation and inflammation, elevated cholesterol and triglicerides, superior oblique tendonitis of eyes, chronic swelling, pain discoloration (red and blue) cold sensitivity of extremities, raynaud's phenomenon frequent low grade fever, chronic diarrhea &/or constipation, duodenitis, irritable bowel syndrome, gastrointestinal motor dysfunction, chronic yeast infections, substantial hair loss not connected with medication, frequent severe headaches, palpatations/tachycardia, hypersensitivity or allergies to: chemicals, molds, dust or pollen, atypical lupus, joint inflammation, swelling, pain/arthralgia, persistent joint stiffness, chronic unexplained muscle spasms, frozen shoulder bilaterally, muscle pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, hyper reflexia, unexplained rashes, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drops things, misjudges distance/runs into objects, and sicca.(*)